Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to ketones and chest pains. Blood glucose level at the time of the incident was over 500 mg/dl, which was treated with the insulin pump and manual injection. Blood glucose level at the time of the call was 229 mg/dl. The customer also reported that the insulin pump's display recently went blank and had numbers counting on it. Blood glucose level at the time of the incident was 39 mg/dl. The customer was advised that she would be sent a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.